Event description:
The dealer reported that the brakes on the rollator are not working. This issue could cause the rollator to roll away from the user causing them to fall.

Manufacturer narrative:
Invacare awareness dates (B)(4) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.